Event description:
The rptr was a daughter caring for her mother who has pancreatic cancer. She said that today she had purchased new strips and noted the er1 insert. She has seen the er1 message on her mother's surestep meter in the past, and stated that those er1 messages are due to her mother's application technique. She said that she knows for a fact that she sometimes puts the drop of blood on the confirmation dot, and also that she sometimes forgets to put the strip in the meter in a "timely fashion." Due to her mother's illness, the rptr said her mother sometimes gets confused. She checked the results in the meter. She stated they have not sought medical intervention on either meter results or upon receiving ER er1 message.